Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead was exhibiting low pacing impedance, the helix was failing to retract, and there was damage at the end. When the physician tried implanting another right ventricular lead, the helix exhibited failure to extend or retract. The procedure was completed successfully with implantation of third right ventricular lead. The patient was in stable condition.